Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the intermittent catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that there was a sharp edge on the magic 3 catheter that allegedly scratched the inside of the patient's urethra resulting in self-limited bleeding. No medical intervention was reported.